Manufacturer narrative:
A ge representative evaluated the system and replaced the front casters. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported problems with the wig-wag brake and casters. No pt injury was reported.